Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module not turning on was not confirmed. (B)(4) was evaluated by technical services under. The unit arrived with a depleted 12v battery. The battery was replaced and tested with the new battery. The reported event was not reproduced. The unit was run with a pump on a mock loop. The unit ran for several days without any issues and it functioned as intended. A full functional checkout was performed and the unit passed all tests. The unit was returned back to the customer site. Technical services forwarded the 12v backup battery to ppe for further analysis. It could not supply power to the power module. It is a 45 min minimum to pass specifications. No further troubleshooting can be performed due to the dangers of opening the battery. A root cause for the reported event or premature battery depletion was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module would not turn on. The unit was returned for repair. Upon product investigation, it was found that the power module had a depleted 12 volt battery.